Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was noted that the prograsp forceps instrument was not working. Upon inspection of the instrument, a broken wire was observed. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the grip cable was derailed. The grip open cable was seated on the outermost pulley and the grip close cable was exposed on outside of the pulley. The yaw motion was non-intuitive as a result. Failure analysis investigation also found the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.